Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the pump would not power on. Follow-up and troubleshooting indicated that the display screen was not visible but auditory and vibratory features were functioning. The patient reportedly was off the pump and without insulin for over an hour due to the alleged blank screen issue. The patient¿s blood glucose (bg) reportedly elevated to 304mg/dl. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged display issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The blank screen was not confirmed or duplicated; the pump was powered on and the display screen was fully functional. Multiple call service alarms were found in the pump history following a replace battery alarm.